Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was greater than 1000 mg/dl with diabetic ketoacidoses. Reportedly, customer had a heart attack. Customer administered manual insulin injection to address elevated blood glucose level. Paramedics transported customer to the hospital where customer was admitted and treated with IV insulin and fluids, which resolved the issue with no permanent damage. Customer was released from the hospital on (B)(6) 2020. Customer reverted to an alternate pump for insulin therapy. Customer declined system check with tandem technical support.